Event description:
It was reported that the user experienced difficulty attaching multiple infusion set connectors to the ilet, with the connector not twisting into place on four of five connectors from one box, while a new connector from another box attached successfully and the supply change was completed. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included collection of lot information and replacement of the affected connectors. Investigation of this case revealed a suspected device component fitment or dimensional issue with the connectors that prevented proper mating to the ilet, while alternate connectors functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a device component manufacturing or tolerance anomaly isolated to a subset of connectors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.